Manufacturer narrative:
It was noted that no further information will be provided due to hospital policy. A supplemental report will be submitted upon completion of the investigation. Device not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. Medical records received and evaluation: a review by a clinical consultant was not performed as records were not provided. Device history review: not performed as lot information provided was incorrect. Complaint history review: not performed as lot information provided was incorrect. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: correct lot ID; sterile lot; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient had a triathlon right knee - poly was revised due to suspected infection - surgeon swapped poly. Infection not confirmed after case completed.

Event description:
Patient had a triathlon right knee - poly was revised due to suspected infection - surgeon swapped poly. Infection not confirmed after case completed.